Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent an scs trial procedure on (B)(6) 2017. It was reported the doctor experienced difficulty placing the lead (intended for use) in the desired location. In turn, the procedure was abandoned.